Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventilator became inoperable. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the breath delivery (bd) central processing unit (cpu) was replaced. The ventilator passed self-testing.